Event description:
Customer complaint - limited data available: a notice of fire loss letter was received advising that a fire occurred on (B)(6) 2022 at a humangood senior living facility. Resulting in property damage. Is it believed that a mighty bliss heating pad owned by one of the senior residents is what caused the fire. It is believed to be model na-h1121b. All residents were evactuated and some where displaced and relocated. An incident report from the oakland fire department.